Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main full height drawer 5 cubie pockets not working. A field service engineer (fse) troubleshot the issue of randomly failing cubie pockets. Found that the flat cable was damaged due to overfilling medications in the bottom drawer. Replaced the cable, and the drawer began working properly again. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 5 pocket b3 failed and was unable to be recovered. The customer confirmed that the station was rebooted and recovery attempts were performed; however, the issue persists. The customer stated that this malfunction occurred while dispensing the medication, and the user managed to get the medication from another pyxis station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.